Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose levels for 4 hours. The customer's mother stated that the customer had been going through a lot of insulin lately inexplicably and that the blood glucose dropped to the 40 mg/dl range. The caller stated that she was trying to look at the customer's last sensor readings, but the last readings were showing in the month of february. The customer's blood glucose was 54 mg/dl, which was treated with food and glucose tablets. The customer's most recent blood glucose was 170 mg/dl. Upon inspection, the customer's mother stated that the reservoir showed less insulin than was shown on the status screen. The insulin pump passed the displacement test. The customer was advised to contact a doctor regarding the low blood glucose, monitor the device, and call back if the issues persisted.